Event description:
In 2007, a patient was undergoing a 2 level lumbar fusion from l4-s1, and during that surgery, the technologist noted that the instrument would not hold the closure top. The instrument was given to the representative in the room prior to use. The surgery was completed with the add'l instrument in the kit. There was no surgical delay and no reported patient injury.

Manufacturer narrative:
Investigation is pending.